Manufacturer narrative:
Concomitant medical products: product ID 355018, lot# w60369, product type: accessory. Product ID: 388928, lot# 0212124274, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 29-aug-2020, UDI#: (B)(4). Country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced postoperative lead displacement with some wound infection. The patient¿s lead was replaced with a new lead on (B)(6) 2018, the surgery was completed, and the patient was well and in a ¿good condition¿ at the time of report. The reason for the lead displayed was unknown. The lead was discarded and was not to be returned to the manufacturer. There were no further complications reported or anticipated.